Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to an investigation center, however, photographs provided by the field service engineer were reviewed. The investigation confirmed that the colonoscope was counterfeit, based on the presence of a fake nameplate. A review of the device history record found no deviations that could have caused or contributed to the reported issue; the device history record for the colonoscope with serial number (B)(6) was shipped conforming to specifications. The actual location of the colonoscope with serial number (B)(6) was confirmed to be located at another hospital in china. The root cause of the event could not be specified. Based on the available information, it is presumed that repeated use caused damage, leading to looseness at the connection point of the insertion section components. Continued use resulted in detachment at the connection point, causing component deformation and exposing sharp edges on the outer surface of the insertion section, which injured the intestinal mucosa. Additionally, complaint investigation determined that the colonoscope had been repaired by a third party and is a counterfeit. The device was not in the manufacturing condition intended by olympus, making its durability and the impact of the third-party repair work unknown. Olympus has no business relationship with this third-party repair company and cannot provide any third-party repair records. Therefore, it is determined that no further information regarding this incident can be obtained, making further investigation difficult. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the surface of the scope tore causing large area of the mucosa in the patient's enteric cavity was denuded and ruptured, and distinct blood oozing from the patient's intestinal mucosa. The patient was hospitalized for observation. Follow-up received that the patient was discharged from the hospital and no patient/procedure information was received at this time.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction as well as the results of a field service engineer inspection at the hospital. The device is owned by a third party and was on loan to the hospital. According to the internal menu, the serial number of this endoscope was (B)(6), with a manufacture date of 2016, however, that scope with that serial is registered to a different customer/hospital in (B)(6) as of 2019. That scope was reportedly still at that hospital. Upon visual inspection by the field service engineer, it was stated that the colonoscope looked like a 290 series scope manufactured by olympus, but there was no olympus logo on the insertion section. It was suspected the insertion section with the logo was replaced with a third-party part. The bending section and the passive bending section were completely separated. The fixing screw was also missing, and the lower connection joint was also broken. There were no marks of adhesive on the connection part, which further confirmed it was not an original factory part. The engineer stated the font on the nameplate and its material had apparent differences from olympus scopes, and it was suspected to be a counterfeit nameplate from a third party. Correction to e1: country of event is china, not japan. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.